Event description:
It was reported that a revision surgery was performed due to unspecified reasons (pain) to remove the stem and cup from the patient. No delay reported.

Manufacturer narrative:
The associated reflection 3 hole shell and anthology porous plus high offset stem were not returned for evaluation. Therefore products evaluation could not be performed. After repeated requests, smith and nephew has been unable to obtain device details. Thus, a review of device history record could not be performed. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. Our clinical evaluation noted that no relevant clinical supporting documents were provided to conduct a thorough medical assessment of the reported thigh and groin pain. Should additional relevant clinical information be provided this complaint will be re-assessed. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.